Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while inserting the cat6 through another manufacturer's sheath, the distal end of the cat6 became kinked and the cat6 was not used. The procedure continued using another manufacturer's devices. There was no report of an adverse effect to the patient.